Event description:
Pt reported, the infusion device shut down without providing an alert or error message. Pt measured his blood glucose level and discovered it was elevated; afterward, he looked at the infusion device and realized it was off. He changed the battery and pressed the buttons on the infusion device, and then an e8 power interrupt error appeared. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.